Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding - bottom gum [gingival bleeding], swelling/ bottom lip [lip swelling], cut/ bottom gum, caught in gums [gingival injury], cut mouth [mouth injury], brush head has two separate pieces that separate in mouth, bottom piece separates from base part, got caught in gums, cut mouth - oral-b brushhead [injury associated with device], brush head has two separate pieces that separate in mouth, bottom piece separates from base part - oral-b brushhead [device breakage]. Case description: an (B)(6) female consumer reported spontaneously via phone on (B)(6) 2017 that she bought several packages of the oral-b power oral care refills dualaction brush set 3ct, using the product twice a day. She described that the brush head had two separate pieces, and when she used the brush head with an oral-b rechargeable toothbrush, version unknown, the bottom piece separated from the base part. As such, it got caught in her gums and cut her mouth/gum. Her bottom gums bled, and her bottom lip swelled after the cut on her gum occurred. She explained that this happened over time as she used the brush heads, and this had been happening with most of them. She discontinued use of the product 2 months ago. She did not seek any medical attention, and did not do anything to help relieve the problem. This was not the first time she had used these particular brush heads. The swelling recovered 24 hours after the onset, the bleeding recovered a little bit after the onset, and the cut on her bottom gum had improved; the overall case outcome was improved. Relevant history - allergy/intolerance: yes (would not specify). No further information was provided.

Manufacturer narrative:
On 23-oct-2017 product investigation results: product return was received on 14-sep-2017 and complaint cause was investigated. Investigation results showed that wear of the plastics material, especially at the latching hook, was the cause of the complaint; reason for wear is the usage of abrasive toothpaste in combination with insufficient cleaning. Based on investigation results no manufacturing or design issue identified.

Event description:
Bleeding - bottom gum [gingival bleeding], swelling/ bottom lip [lip swelling], cut/ bottom gum, caught in gums [gingival injury], cut mouth [mouth injury]. Brush head has two separate pieces that separate in mouth, bottom piece separates from base part, got caught in gums, cut mouth - oral-b brushhead [injury associated with device]. Brush head has two separate pieces that separate in mouth, bottom piece separates from base part - oral-b brushhead [device breakage]. Case description: an (B)(6) year old female consumer reported spontaneously via phone on (B)(6) 2017 that she bought several packages of the oral-b power oral care refills dualaction brush set 3ct, using the product twice a day. She described that the brush head had two separate pieces, and when she used the brush head with an oral-b rechargeable toothbrush, version unknown, the bottom piece separated from the base part. As such, it got caught in her gums and cut her mouth/gum. Her bottom gums bled, and her bottom lip swelled after the cut on her gum occurred. She explained that this happened over time as she used the brush heads, and this had been happening with most of them. She discontinued use of the product 2 months ago. She did not seek any medical attention, and did not do anything to help relieve the problem. This was not the first time she had used these particular brush heads. The swelling recovered 24 hours after the onset, the bleeding recovered a little bit after the onset, and the cut on her bottom gum had improved; the overall case outcome was improved. Relevant history - allergy/intolerance: yes (would not specify). No further information was provided.